Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue happened during a cardiovascular angiography, and the procedure was completed by moving the geometry manually. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse checked the system log files and found the longitudinal motor assembly error. To resolve the issue, fse replaced the clea longitudinal drive. Which resolved the issue temporarily. The same issue reoccurred after a few days. Fse did longitudinal position calibration and added a shim on the longitudinal motor press block. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. If stand-longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had no motorized geometry movements. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.